Event description:
A partner of the operating md communicated the following case details to the company on (B)(6) 2012: lead management case resulting in a patient death. "(B)(6) female with device related sepsis and erosion. The md used a 16f glidelight and a cook liberator to extract a total of 3 leads but the injury was thought to have occurred during the removal of the sjm 1388t - rv. Patient suffered bilateral innominate vein injuries, svc and a hemopneumothorax during the extraction. But after a prolonged post-operative course did not survive. Had a right hemothorax as well. Procedure done on (B)(6) 2012, died (B)(6) 2012."